Event description:
Customer reported on (B)(6) 2014 she was unable to see anything on her insulin pump. Customer's blood glucose was 124 mg/dl. Customer uses recommended batteries. The device was dropped, when she stood up it fell to the carpet. Customer was advised to revert to back up plan. No further information reported.